Manufacturer narrative:
Weber, w., kis, b., siekmann, r., jans, p., laumer, r., <(>&<)> kühne, d. (2007). Preoperative embolization of intracranial arteriovenous malformations with onyx. Neurosurgery, 61(2), 244-254. Doi:10.1227/01.neu.0000255473.60505.84 the onyx was used for embolization and remain in the patients. Based on the information provided in the article, there does not appear to have been any defect of the onyx during use. The events occurred in the patient peri- or post-procedurally and the causes cannot not be conclusively determined from the provided information. Mdrs related to this article: 2029214-2017-00809 2029214-2017-00810 2029214-2017-00811.

Event description:
Medtronic literature review found reports of patient complications during or after onyx embolization. The purpose of this article was to present the authors¿ experience in the treatment of intracranial arteriovernous malformations (avms) using onyx embolization and neurosurgical resection. The authors treated 47 patients with 47 avms; mean patient age was 36 years; 31 were male and 16 were female. Additional embolic material (liquid coils, nbca, etc.) Was used in 19 patients. All 47 patients underwent surgery after embolization to resect the avm. The article states that periprocedurally, five vessel perforations without clinical deficits were encountered. In addition, postinterventionally, there were new neurological deficits in 11 patients: - seven nondisabling deficits: 1 intracerebral hemorrhage, 2 hemiparesis, 2 visual field deficits - four disabling deficits: 1 intracerebral hemorrhage, 1 diplopia, 2 hemiparesis the article describes two of the patients who experienced neurological deficits: - in patient 45, an ich occurred 1 hour after the embolization (when this avm was nearly completely obliterated) and was combined with acute elevated intracranial pressure; surgery was performed immediately. Patient¿s mrs was 2 after surgery. The article states that this bleeding was probably caused by overloading of the draining veins with onyx solution. - patient 26 developed acute headache and deterioration of a preexisting visual field deficit that was caused by an ich 2 weeks after the patient¿s last embolization. After surgery, the patient¿s mrs was 2. In total, follow-up results are available for 42 patients. To date, three patients had a disabling deficit (an mrs score of 3).